Event description:
A patient in the ICU for gi bleeding. A pall purecell rcq high efficiency blood filter was used to hang one unit of prbcs. A blood leak was noted. Unable to determine the specific area of the filter.